Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experiences charging difficulties. The patient underwent a procedure were the implantable pulse generator (ipg) was explanted. The explanted device will not return as it was discarded by facility. No additional adverse patient effects were reported.